Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. Customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified, but the alleged pump housing damage issue could not be verified.